Event description:
It was reported that the device was ¿arbitrarily shut off¿ several years ago and the patient was able to turn it back on. About a month prior to the date of this report, the device ¿shut off¿ again and the patient was able to turn it back on. The patient did not know what caused the device to turn off. It was reported that the patient had cold laser pain therapy where he applies a laser to the lumber spine in the lower back. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated the patient ¿received assistance from their doctor or manufacturer representative and their concerns were resolved.¿ it was stated the patient ¿needed to know if he could have laser therapy on a painful joint.¿

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v012773, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389s-40, lot # v010293, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).